Event description:
The report received from the affiliate indicated that the patient was included in a clinical study. The product being reported in this complaint is not the product implanted for the study/index procedure. Approx thirteen (13) months after implantation, coronary angiography done during the follow-up period revealed a 90% focal restenosis of a previously implanted cypher 3.0 x 13 mm stent (stent #6) in the proximal right coronary artery (rca) lesion. The restenosis was treated by balloon angioplasty using a 4.0 x 9mm balloon. The restenotic lesion was dilated three (3) times at 4 atm for 90 sec, three (3) times at 4 atm for 60 sec, and at 20 atm for 120 sec. The residual stenosis was 0%. The patient was reported to be in stable condition after the procedure. The physician's comment regarding the cause of the event was that it might be due to the lesion characteristics of the ostial rca lesion.

Manufacturer narrative:
The patient had a total of two (2) cypher stents implanted during the index procedure for the clinical study: a cypher 2.5 x 28mm stent (stent #1), a 3.0 x 23 mm (stent #2) were implanted in the proximal/distal right coronary artery (rca) target lesion in overlapping fashion. The procedure was elective and was done via the femoral approach. The target lesion was reported to be: de novo, 3.1 mm vessel diameter, 49.5 mm length, diffusely diseased, moderately calcified, a 100% stenosis, a chronic total occlusion (cto), and a type c lesion. The lesion was pre-dilated with a 3.0 x 30 mm balloon at 10 atm/duration unk. Two (2) cypher stents were implanted in overlapping fashion. A cypher 2.5 x 28mm stent (stent #1) was implanted at 20 atm for 31-60 sec. A cypher 3.0 x 23 mm stent (stent #2) was implanted at 20 atm for 31-60 sec. The stents were post-dilated with a 3.0 x 30mm balloon at 20 atm/duration unk. The residual stenosis was 0%. The flow pre-procedure was timi 0 and post-procedure timi 3. Ivus was not done. Ten (10) days after the index procedure, the patient had a total of three (3) add'l stents (stents #3, #4, and #5) implanted in the distal rca. The stent sizes and procedural details were unk. All five (5) stents were implanted in overlapping fashion with the distal end of the previously implanted distal cypher stent. This was reported to most likely be a planned staged procedure. There was no reported restenosis or problem with the previously implanted cypher stents. The distal rca lesion treated was reported to be target vessel related (tvr) and not target lesion related (tlr). Approx six (6) months after the index procedure, thallium perfusion scintigraphy was conducted and silent ischemia was observed at the interventricular septum and the anterior wall due to the chronic total occlusion (cto) of the left anterior descending (lad) coronary artery. To treat the ischemia, coronary angiography was conducted and a stenosis was observed at the ostium of the rca. Pre-dilation was conducted with a 3.5 x 12mm balloon at 16 atm for 35 seconds. A cypher 3.0 x 13 mm stent (stent #6 - complaint product) was implanted at 20 atm for 20 seconds. Post-dilation was conducted with a 3.5 x 15mm balloon at 20 atm for 30 seconds. The residual stenosis was reduced from 90% to 0%. At the same time, lesions in the left main/distal lad artery and the proximal circumflex were treated - details unk. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.